Event description:
It was reported that dr was implanting a 4.5 x 36mm screw with the appropriate screwdriver into the trabecular metal glenosphere base plate when at the final seating of the screw under tension the head of the screw broke off. Due to the breakage, the threaded part of the screw could not be removed and the surgeon continued on with the case leaving the broken screw in the patient. Another screw was implanted on the other hole of the base plate for added fixation. Locking caps were applied to fix the angle of the screw. The head of the screw was thrown in the trash before I could retrieve it. The surgeon felt the base was well fixated and determined the broken screw would not be an issue.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.